Event description:
It was reported that the ventilator stopped ventilating the patient with no audible alarm. The patient turned blue and was placed on a back-up ventilator. The rt stated that no monitor was connected for the pulse ox. No patient harm reported.